Event description:
A patient underwent a staged convergent procedure with left atrial appendage (laa) exclusion. The patient's laa had adhesions that made clip placement at the base difficult. The prov50 clip was placed leaving an estimated residual stump of >1 cm. A CT scan 2 months after the epicardial procedure in preparation for the endocardial portion of the convergent procedure, there was an observed residual stump of approximately 3 cm. The patient received an endocardial implant for left atrial appendage management. There was no adverse patient affect reported.

Manufacturer narrative:
Case- (B)(4). The pro v50 device was not returned for evaluation, but a device history review was obtained for lot number 102939. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.